Event description:
On 06/24/2008 the pt reported that he had a reaction to the adhesive in his infusion set and a welt forms at the infusion site. He stated that over an 8 day period he changed his infusion site 8 times. He also reported that the infusion sites do not stick well to his skin and his blood glucose elevated to 250-330 mg/dl. He stated that he has begun to shave his upper abdomen and moved his infusion sites 4 inches higher. He stated that he is also using surgical tape and his current infusion site has been in place for 2 days and his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.